Event description:
It was reported that when the patient presented in clinic, pocket erosion was observed. The device was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.